Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 2 inappropriate shocks (ias) under primary vector configuration due to a big qrs amplitude oversensing. The patient has a history of ias in secondary vector as well. In addition, the smartpass feature disabled due to a pause longer than 15 seconds, suggesting the patient is in need of a pacemaker system. Technical services was inquired for an assessment of the case. This implantable electrode remains in service and no additional adverse patient effects were reported.